Event description:
It was reported that when attempting to charge the stimulator, the battery indicator light on the wireless recharger was flashing. The possible contributing factors were unknown. Agent had caller press and hold power button on the recharger for about 30 seconds, and although it turned off once, the light started flashing like a wave again, with no improvement. The issue was not resolved at the time of this report. No patient complications were reported as a result of this event. Additional information was received from the rep who confirmed the recharger was unresponsive.

Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6) ubd: , UDI#: h3: analysis of the wireless recharger had shown that it was confirmed unresponsive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.